Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events of swelling, vision issues, eye lids are hanging over and below the pupil it looks like a sack of fluid are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Post-market surveillance: juvederm voluma without lidocaine has been marketed outside the united states since 2005, and juvederm voluma with lidocaine has been marketed outside the united states since 2009. As of 12/31/2012, the following aes were received from post-market surveillance for juvederm voluma with and without lidocaine with a frequence greater than or equal to 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery.

Event description:
Healthcare professional reported that two weeks after injection with juvederm voluma xc in the lateral cheeks, the pt experienced "swelling on the cheeks and around the eyes." Pt also noted "vision issues, their eye lids ae hanging over and below the pupil it looks like a sack of fluid." Pt was treated with prednisone and an "antibiotic." Healthcare professional reported that the pt stated the symptoms temporarily went away while on the medication, but returned one day after treatment ended.